Manufacturer narrative:
The investigation was unable to find a definitive root cause. Based on the data provided, the system was working within specification and did not malfunction. The customer had used a radiometer pico70 syringe with either a roche clot catcher (material number 03112012180) or a roche clot catcher pro (material number 05689856001) to inject the patient sample. It was not known which clot catcher was used. Product labeling states that roche sample containers are recommended. It is not known how the non-roche sampling device affects the sample input process. The clot catcher pro (material number 05689856001) is not validated as an accessory for use with the cobas b 221 instrument. The clot catcher (material number 03112012180) is only suitable for use in capillary mode, not in syringe mode or aspiration from syringe mode. Product labeling addresses this. The syringe may not have been in the correct position in the fill port or the sample may have been injected too fast while not being correctly attached. If the syringe is not attached properly and the sample is injected too fast, a sample splash back could occur. Product labeling addressed proper syringe measurement in injection mode.

Manufacturer narrative:
Device information was corrected.

Manufacturer narrative:
Annual preventive maintenance was performed on 27-jun-2017. As of 15-feb-2018 the customer is running the instrument.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained that an operator was splashed in the face with blood from the sample port of the cobas b 221 instrument while injecting a patient sample via syringe. The patient was (B)(6)for (B)(6). There was also a splash of blood in the area surrounding the instrument including the ceiling. This area has been disinfected. The operator was wearing gloves and normal glasses at the time. The operator was not wearing goggles. The operator had blood from the splashed fluid all over the face and the face was washed with hot, soapy water. The operator appeared shocked after the event but appeared unharmed. The operator went to occupational health and received a hepatitis b vaccination and blood was taken for storage for 2 years. The operator had been trained on the instrument. The instrument had been operating without any problems up until the operator injected the sample. After the event, 6 blood samples were run on the instrument with no issues. The customer stated no maintenance related to the turn & dock (t&d) module or otherwise had been performed on the instrument prior to the event. No error messages were displayed on the instrument before or after the event. No error messages or problems were detected related to the waste separator. The field service engineer (fse) visited the customer site and ran 3 levels of quality control on the instrument with acceptable results. The fse checked the t&d module and it was in good condition. The fse replaced the fill port and needle due to contamination.